Event description:
It was reported that the balloon was stuck to the stent. A 2.50 x 16 synergy drug eluting stent was selected for use. However, the stent stayed stuck to the balloon. No further information available. It was further reported that the balloon was fully deflated 4 to 5 seconds prior to a withdrawal attempt from the stent.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that the balloon was stuck to the stent. A 2.50 x 16 synergy drug eluting stent was selected for use. However, the stent stayed stuck to the balloon. No further information available.